Event description:
It was reported that bd saf-t-intima w/prn pnk 20ga x 1.0in leaked the following information was provided by the initial reporter; nurse reported that blood was found spilling from the wing of the indwelling needle while puncturing a patient, after withdrawing the core, the wing and extension catheter connection was found to be broken, number of units affected 2, samples could not be returned, photographs were available, complaint response letter required, complaint acceptance letter required, green claim required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 videos submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection of the videos. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.